Event description:
The physician reported the intraocular lens (iol) was removed and replaced without complication 2 weeks after initial implant due to the patient's complaint of halos and glare. Physician stated the lens malfunctioned.

Manufacturer narrative:
The iol was not yet received by the manufacturer for analysis. The lens met all manufacturing specifications prior to release. Will continue to monitor and trend all reports received. Device not received for analysis.

Manufacturer narrative:
The intraocular lens was received cut in two (2) portions with one of the haptics broken. Analysis of the lens did not identify a root cause related to the report of halos and glare in the manufacturing process since the results of the inspections performed at slit lamp and optical operations were within product specification. All information available is contained in this report.

Event description:
A customer reported to baxter (B)(4) that a leak occurred from the transfer set. The transfer set had been used for one month and it was noted that liquid could not be stopped even if closing the clamp. There was no patient injury reported. The customer reported no use of any additional disinfectant.